Manufacturer narrative:
Correction: b3 additional information: b5, d6, e1, g3.

Event description:
New information received stated that the pacemaker first exhibited backup operation on (B)(6), 2020. Normal pacemaker operation could not be restored and the patient was scheduled for a device replacement procedure. The patient did not experience any symptoms as a result of the backup operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited back up operation.